Event description:
It was reported that, during the device replacement procedure, when the chronic right ventricular (rv) lead was connected to the new device, the superior vena cava (svc) exhibited varying and high impedance. The physician disconnected and reconnected the lead to ensure proper pin connection. It was confirmed that the svc pin was seated past the set screw. The lead was tested again via the analyzer with high impedance. The physician then reconnected to the new device again and decided to leave the svc pin connected, but programmed it off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).